Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer had high blood glucose due to not getting any insulin through the night. Customer's blood glucose was 500 mg/dl at the time of the event. Customer stated she had multiple bent cannulas. Customer's current blood glucose was 144 mg/dl. Customer stated that she kept giving herself bolus and blood glucose dropped. No further information provided.